Event description:
New information received states that the patient denies any traumas or falls. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient experienced pain at the implantable pulse generator site. Device was explanted and a new device was implanted. No additional information is available at this time.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.